Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to connect a freestyle libre 3 plus continuous glucose monitor (cgm) sensor to the ilet, but it was determined the user did not scan the sensor in the ilet mobile app, which led to a delay in cgm data availability and a bg-run suspension; after scanning, the sensor entered a warmup and the agent reviewed proper setup steps and advised entering blood glucose values to continue bg-run mode. The user reported a glucose peak of 233 mg/dl with no associated clinical symptoms. Outcomes included a delay to treatment or therapy. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure or method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.